Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the incident. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any malfunction codes reappeared. The caller acknowledged and understood these instructions.